Manufacturer narrative:
Product event summary: manufacturer¿s analysis found the main printed circuit board (pcb) of the device to be contaminated, which inhibited its ability to power up on the tester. It was also noted that the upper case, lower case, display, display frame, display grommets, and display frame shoulder screws were contaminated. Other contaminated parts of the device included the keypad flex, two case screws, encoder switch assembly, knobs, main pcb screws and one decorative plug. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated, and it passed final tests.

Event description:
It was reported that the returned external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.